Manufacturer narrative:
H2) device evaluation: h3, h6: one device was returned for analysis. Visual inspection found there was a delaminated downstream occlusion (dso) seal. Functional and visual tests were performed, and the reported issue was duplicated. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, performed dso/upstream occlusion (uso) calibration, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that device has a bubbled and delaminated downstream occlusion (dso) seal. The device also needs a software upgrade. The problem was noted during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.